Event description:
A pt had an infection after receiving an implant. The device was explanted. It was planned that the pt would receive another implanted device after the infection cleared. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).